Event description:
The customer reported that the pdm is giving "weird readings". When readings were tested with her back-up meter, they "read fine"; readings tested with the pdm, however, read "high or low". (Specifically, bg levels below 70 mg/dl were reported.) She has tried changing batteries on the pdm but readings were still "off". The pdm will be returned for evaluation.

Manufacturer narrative:
The investigation results of the returned pdm found evidence of "particulate" matter on the contact surfaces of the sensor within the bg meter. The presence of this particulate matter can cause interference with the functionality of the meter, potentially resulting in erroneous bg readings, as reported. Based on investigation results, the likely cause of the reported discrepant bg readings is the presence of particulate matter in the bg meter port (though the pdm had performed as expected during the evaluation).